Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced. No report of patient involvement.

Event description:
The hospital reported that pressure could not be maintained in bag mode. There was no report of patient involvement.